Event description:
It was reported from the clinical system longevity study (sls) that the left ventricular (lv) lead had elevated thresholds since implant after the lead retracted. It was also indicated the lv lead was capturing in the left atrium when there was proximal electrode pacing. No action was taken and the lead remained in use until a routine device change out, at which time the lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.